Manufacturer narrative:
The pump was infusing morphine 5mg/ml at a dose of 2.4504 mg/day in simple continuous mode. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (dose and concentration unknown) via an implantable infusion pump. The drug lot number, concomitant drug list, and the patient age/weight/medical history were all noted as unable to obtain. The indication for use was not noted. It was reported that the patient experienced withdrawal symptoms. N'vision interrogation was performed and a motor stall was identified. The pump was explanted on (B)(6) 2015 and a new pump was implanted. The pump was going to be returned. The issue was resolved and the patient status at the time of the report was ¿alive ¿ no injury". The hcp had no further information. Additional information was requested regarding serial numbers, implant date, motor stall content, cause, device return status, and a patient outcome. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
The manufacturer name and model information were updated. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The document was returned, by a company representative, with the serial number of the explanted device. No further information was provided.

Event description:
On 2016-02-03, additional information was received from a company representative indicating that there was no motor stall recovery. The cause of the issue and the implant date were not known. The patient was given a new pump that same night and was doing well. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.